Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, following an intraocular lens implantation surgery, the patient experienced mechanical complication, dysphotopsia. The iol was exchanged for same model company lens. Additional information was required.